Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 2 devices were received for evaluation. Approx 2 events were confirmed during testing. Approx 2 devices were found to be affected by widespread corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had unintentional activation. Approx 1 reported events had no patient involvement; no patient impact. Approx 1 reported event had patient involvement; no patient impact.